Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: b the femoral loosening reported is most likely the result of either a weakened biologic integration of the femoral component at the bone-implant interface or mechanical loss of fixation at the cement-implant interface. However, the failure cannot be confirmed as the device was not returned for investigation, pre-revision x-rays were unable to be obtained, and potential contributions from the type of cement used, cementing technique, or environmental conditions in the operating room at the time of implantation cannot be determined from the provided information. Patient-related conditions and/or inclusion of the implanted polyethylene in the packaging recall may also have been contributing factors to the revision. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 45 months after a total knee replacement procedure, the patient underwent a revision procedure to address loosening. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2022-01635 d10: 02-012-60-1425 - 5626824 - logic stem ext 14mm x 25mm 02-022-35-2009 - 5047841 - truliant tib imp ps insert sz 2 9mm 02-022-45-2020 - 4750300 - truliant tib fit tray cem sz 2f / 2t 200-07-32 - 5724067 - advanced patella 32mm 3 peg implant 204-70-00 - 5721095 - tibial stem ext. Screw multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01635. The femoral loosening reported is most likely the result of either a weakened biologic integration of the femoral component at the bone-implant interface or mechanical loss of fixation at the cement-implant interface. However, the failure cannot be confirmed as the device was not returned for investigation, pre-revision x-rays were unable to be obtained, and potential contributions from the type of cement used, cementing technique, or environmental conditions in the operating room at the time of implantation cannot be determined from the provided information. Patient-related conditions and/or inclusion of the implanted polyethylene in the packaging recall may also have been contributing factors to the revision. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.